Event description:
It was reported that during a surgical procedure, particles were falling out of the saw. A back-up device was used to complete the case. It was reported that following the procedure, the pt developed an infection. The board of infection and physician board met to discuss the case. It cannot be determined if the infection was caused as a result of the pt being exposed to any particles coming from the device. It was reported that it is likely the infection occurred post-op during rehab. The pt was prescribed antibiotics and has not experienced any further complications.

Manufacturer narrative:
The device is not available for eval at this time. If additional info becomes available and the device is returned, a follow-up report will be submitted.